Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high sodium patient results on their au5800 chemistry analyzer. The erroneous results were not released out of the laboratory; hence, there was no change to patient treatment, and there was no report of injury in association with this event. The customer stated they obtained sodium results of 200. Data was not provided.